Event description:
Caller reports back to back meter to lab comparison while using the inform system with results of: 220mg/dl on the meter and 480mg/dl at the tab, 60mg/dl on the meter and 190mg/dl at the tab. Quality controls were run and in range: specific results were not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.